Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm" was not reproduced. The device was tested for upstream occlusion with passing results. A review of the event history log revealed multiple upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor calibration values were found within specification however, the ultrasonic sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.